Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient has been "uncomfortable" and was itching. It was noted that they tried to access the catheter access port (cap) on monday ((B)(6) 2017) to clear the catheter and were unable to aspirate. The location of the symptoms was noted as other. It was mentioned that the patient has multiple sclerosis and spasticity. It was noted that the patient has unknown baclofen and another drug in the pump which was thought to be dilaudid but was not certain. Future interventions planned included they were going to schedule a "replacement of everything." Event date was noted as (B)(6) 2017 (over the weekend). No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. Patient codes (B)(4) no longer apply to the pump and instead apply to the catheter. Device code (B)(4) no longer applies to the pump and instead applies to the catheter. Eval code-conclusion code no longer applies to the pump and instead applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported that the healthcare professional (hcp) initially reported the event to them. It was stated that the patient decided to continue with the therapy and not have the pump and catheter replaced. The cause of the unable to aspirate the catheter access port was not determined. It was noted that the unable to aspirate the catheter access port, uncomfortable, and itching were not resolved. The patient's weight was unknown. It was unknown if the pump/catheter will be removed or replaced, and if so there is no plan to return. The pump was not under consideration as having an issue. No further complications were reported/anticipated.n

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 reported there was a catheter failure and a delivery failure. The patient had injuries of withdrawal, pain, and surgery. The date of injury was noted as under investigation. The device explant was pending. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an attorney regarding a patient who was receiving an unknown medication via a synchromed ii pain pump system. Indications for pump use, medical history, and concomitant medications were not reported. On an unspecified date, reported as "within the past several years" as of the letter dated (B)(6) 2018 and received by the manufacturer on (B)(6) 2018, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died. No further complications were reported.